Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the right affected device was mentor memorygel breast implant 400cc, catalog 3504001bc , lot 7290250 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: insufficient information. (B)(4). (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor breast implant and suffered from complication unspecified. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 400cc on the right side and with an unspecified breast implant on the left side on (B)(6) 2020. This medwatch is for the left breast implant.